Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 6 of 8 mdrs filed for the same patient (reference 1825034-2014-05852/05859).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2011. A revision procedure was performed on (B)(6) 2012 to remove and replace the acetabular liner, modular head and taper for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2012 to remove and replace all components with cement spacers due to infection.